Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of distal conductor blood/body fluid (not obstructed) and blood in/on helix mechanism.

Event description:
It was reported that the lead had decreased sensing and intermittent loss of capture. It was assumed to have a micro dislodgement. The lead was removed and replaced. No patient complications were reported as a result of this event.